Event description:
It was reported the patient suffered a pneumothorax following pacemaker insertion. The patient was stable and doing well the following morning. No further information was provided in regards to discharge from the hospital. Patient information is unavailable.